Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('not even a year later she had horrible cramps, and would get stabbing pains to her side that the essure was on') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "only had one coil as she only had one tube and ovary". The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("frequent migraines"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("excessive bleeding with menses / clots size of golf balls and larger"), dysmenorrhoea ("menstrual cramps"), weight loss poor ("gained weight that I can't seem to get off with diet and exercise") and malaise ("always getting sick") and was found to have weight increased ("gained weight that I can't seem to get off with diet and exercise") and haemoglobin decreased ("hgb low") with fatigue, headache and blood iron decreased. The patient was treated with surgery (yes). At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, migraine, dysmenorrhoea, weight increased, weight loss poor, malaise and haemoglobin decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, haemoglobin decreased, malaise, menorrhagia, migraine, weight increased and weight loss poor to be related to essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case was updated from non serious incident to serious incident. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5043398) on 03-aug-2015. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("not even a year later she had horrible cramps, and would get stabbing pains to her side that the essure was on") in a 38 year-old female patient who had essure inserted for contraception and female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("only had one coil as she only had one tube and ovary"). The patient had a medical history of dyspareunia, abnormal uterine bleeding and parity 2. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 days after essure insertion, she experienced migraine ("frequent migraines"). Essure was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), heavy menstrual bleeding ("excessive bleeding with menses/clots size of golf balls and larger"), dysmenorrhoea ("menstrual cramps"), weight loss poor ("gained weight that I can't seem to get off with diet and exercise"), fatigue ("tired"), illness ("always getting sick") and headache ("headaches") and was found to have weight increased ("gained weight that I can't seem to get off with diet and exercise"), haemoglobin decreased ("hgb low") and blood iron decreased ("iron low"). The patient was treated with surgery (total abdominal hysterectomy, left salpingectomy). At the time of the report, the outcomes for abdominal pain, genital haemorrhage, heavy menstrual bleeding, migraine, dysmenorrhoea, weight increased, weight loss poor, illness and haemoglobin decreased were unknown. The reporter considered abdominal pain, blood iron decreased, dysmenorrhoea, fatigue, genital haemorrhage, haemoglobin decreased, headache, heavy menstrual bleeding, illness, migraine, weight increased and weight loss poor to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: clinical history: essure placement on the left. History of surgery on the right. Findings: injection was performed by the gynecologist. Spot filming was performed by this radiologist. Spot films were obtained per recommended protocol by essure. The first is a film prior to contrast injection. This demonstrates an essure coil in place on the left. There are metallic surgical staples on the left. Spot films were obtained with the uterine cavity partially filled and completely filled and oblique views were taken. The proximal end of the inner coil of the left essure device is only 1.5 mm lateral of the left cornua. This is appropriate placement. There is no spillage from the left cornua or the left essure coil or the right cornua, where surgery has apparently been performed. A 10 minute delayed film demonstrates some residual contrast in uterine cavity as is expected. No contrast is seen in the pelvis. Impression: appropriate placement of the left essure coil. No spillage demonstrated, there are metallic surgical staples on the right. No spillage from the right cornua. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, indication, insertion and removal date, and non drug treatment added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.